Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that during advancement of the barewire, damage (kink/bend) to the barewire occurred causing difficulty advancing and retracting the delivery catheter over the barewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left carotid artery. The nav6 embolic protection system (eps) was used however the delivery catheter did not move freely over the barewire and resistance was met during retraction. The eps was removed and replaced with another one. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.